Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case it was reported that the patient¿s severe aortic root angulation was noted as contributing difficulties causing the valve to be deployed lower than the targeted position.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed in a lower than targeted position due to the patient¿s severe aortic root angulation and an irregular heartbeat. An echocardiogram revealed moderate paravalvular leak (pvl). A balloon dilation was performed without improvement in the pvl. A second valve was implanted six millimeters higher than the first valve, and following a balloon dilation, the pvl was noted as mild. There was no reported treatment for the irregular heartbeat, and no subsequent adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.